Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device.") In a 37-year-old female patient who had essure (batch no. 786190(right), 764913(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vulvovaginitis trichomonal ("infection (bladder/ urinary tract/vaginal) type:trichomonas vaginitis"), depression ("depression"), anxiety ("mental anguis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia"), menometrorrhagia ("menometrorrhagia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginitis trichomonal, depression, anxiety, headache, dysmenorrhoea, dyspareunia, anaemia, menometrorrhagia, back pain and migraine outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginitis trichomonal to be related to essure. The reporter commented: discrepancy noted for essure confirmation test(s): conducted:12may2011:unsuccessful occlusion however doctor said everything was good. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-may-2011: essure device was successfully occluded most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. New reporters added and reporter information updated. Plaintiff demography added. Product lot number received. Product indication added. Added event abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), depression , mental anguish, migraines , headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), anemia ,menometrorrhagia, back pain. Updated onset date. Event infection updated to trichomonas vaginitis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device."), pelvic pain ("persistent pelvic pain"), infection ("infections") and menstrual disorder ("menstrual bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage, pelvic pain, infection and menstrual disorder. At the time of the report, the device breakage, pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered device breakage, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the device.') In a 37-year-old female patient who had essure (batch no: 786190, 764913-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency. Previously administered products included for contraception: iud from 2006 to on (B)(6) 2011 and ovcon 35 from 2006 to on (B)(6) 2011; for an unreported indication: provera. Concurrent conditions included hypertension since 1996. Concomitant products included ascorbic acid; biotin; cyanocobalamin; ferrous fumarate; folic acid; iron polysaccharide complex; lactobacillus casei; nicotinic acid; pantothenic acid; pyridoxine hydrochloride; riboflavin; thiamine hydrochloride (fusion plus), colecalciferol (vitamin d), ferrous sulfate;folic acid (ferrous sulphate + folic acid), furosemide, metoprolol tartrate (lopressor), nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vulvovaginitis trichomonal ("infection (bladder / urinary tract / vaginal) type: trichomonas vaginitis"), depression ("depression"), anxiety ("mental anguis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"), 1 year 3 months after insertion of essure. On (B)(6) 2012, the patient experienced anaemia ("anemia"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), back pain ("lower back pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with metoprolol tartrate (lopressor). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginitis trichomonal, depression, anxiety, headache, dysmenorrhoea, dyspareunia, anaemia, menometrorrhagia, back pain, migraine, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter considered anaemia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis trichomonal to be related to essure. The reporter commented: discrepancy noted for essure confirmation test(s): conducted: on (B)(6) 2011: unsuccessful occlusion however doctor said everything was good. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: results: essure device was successfully occluded. Batch number: 764913 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the device.") In a 37-year-old female patient who had essure (batch no: 786190,764913-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In june 2012, the patient experienced pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("abnormal bleeding ( menorrhagia)", vulvovaginitis trichomonal ("infection (bladder/ urinary tract/vaginal) type:trichomonas vaginitis"), depression ("depression"), anxiety ("mental anguis"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)", anaemia ("anemia"), menometrorrhagia ("menometrorrhagia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and back pain ("lower back pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginitis trichomonal, depression, anxiety, headache, dysmenorrhoea, dyspareunia, anaemia, menometrorrhagia, back pain and migraine outcome was unknown. The reporter considered anaemia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menometrorrhagia, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginitis trichomonal to be related to essure. The reporter commented: discrepancy noted for essure confirmation test(s): conducted: on (B)(6) 2011:unsuccessful occlusion however doctor said everything was good. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: essure device was successfully occluded batch number: 764913 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical compliant). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.